Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies. External equipment was exchanged which seemed to have resolved the problem. In march 2005, the patient was seen at the center for evaluation. Testing performed confirmed that the patient's was no longer functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.